Event description:
On 11/14/94 an ipp device was implanted. On 3/19/96 the cylinders were revised. In december of 1996 the entire device was removed from the patient. Co is not certain of the exact date or the reason at this time. Add'l lot/serial #: be392 003.